Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to unintentional damage. The most probable cause for the remote connector not being detected is due to the remote connector not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6).

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device's remote connector was not working, and locker is broken. No adverse patient effects were reported by the customer.